Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. There was no patient harm. The issue was decided to be reported as the technical error may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. The service report and device¿s logs were not available for further evaluation. Based on technician statement, the inspiratory channel and solenoid valve were checked and cleaned. No parts were replaced and returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: 09/05/2005 previous manufacture date: 09/06/2005

Event description:
It was reported that the ventilator generated technical error code indicating open safety valve. There was no patient harm. Manufacturer ref. #: (B)(4).